Event description:
A surgeon reported that a cv232sre iol implanted in the right eye of a patient in 2004 was explanted 10 days later due to a round eccentric defect, crystal powder particles within & on posterior surface and a small fracture in lens. Several requests have been made to obtain additional information, however no further information is available at this time.